Manufacturer narrative:
(B)(4). PMA/510(k)#: k124030. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during preparation for use in a ureteral laser lithotripsy procedure, when the cook single-use holmium laser fiber was plugged into the cook rhapsody laser the aiming beam was shining out of the white sheath and not the end of the laser. The laser fiber was not used on the patient. As reported, there were no additional procedures were required due to this product issue and there were no adverse effects to the patient. The device was not used.

Event description:
Procedure was completed by opening another fiber and no further issues.

Manufacturer narrative:
Investigation ¿ evaluation: a physical examination and functional testing of the returned cook® single-use holmium laser fiber was performed. A review of the complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and trends was also conducted. One open package rpn hlf-s200-hsma, label lot number 8206861 was received. Fiber was returned in one-piece measuring 298cm in length. No physical damage was observed on the plug; plug appeared secure and intact. When light was transmitted into the fiber no illumination was displayed from the quartz at the distal or from the distal end of the white protective tubing; protective tubing displayed physical damage and was smashed 9.2cm from the distal tip. A review of the device history record found no one non-conformance for the issue of foreign matter embedded in the packaging material. This item was reworked. A review of complaint history revealed this complaint to be the only complaint associated to lot number 8206861. The instructions for use contains the following precautions: a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. One laser fiber was returned and was found to not transmit light to the fiber tip. There was damage to the fiber noted 9.2 cm from the distal tip. The cause of the damage is unknown. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.